Manufacturer narrative:
The customer reported complaint of the autopulse platform (sn (B)(4) displayed a user advisory (ua) 02 (compression tracking error) message was confirmed based on the archive data review but not during the functional testing. The autopulse platform worked as intended. Based on the archive, the advisory (ua) 02 error message was cleared by the user. The probable root cause for the reported complaint could be due to a manikin/patient or lifeband is out of position during take-up, or if the lifeband is opened during active operation. The reported secondary complaint of the autopulse platform displayed a user advisory (ua) 18 (max take-up revolution exceeded) error message was not confirmed during archive review or initial functional testing. During the visual inspection of the returned platform, a cracked top cover was observed. Thus confirming the customer's statement of platform was dropped, attributed to user mishandling. The damaged top cover needs to be replaced to address the observed physical damage. In addition, observed the lcd screen with no backlight, unrelated to the reported complaint. The observed issue was likely due to user mishandling, such as a drop. The lcd screen needs to be replaced to address the issue. The platform was further examined and unrelated to the reported complaint, it was noted that the power distribution board (pdb) revision level was below 6 and needs to be updated, attributed to the age of the platform. The archive data review showed multiple (ua) 02 advisory messages around the customer's reported event date, thus confirming the reported complaint. Also, the archive did not show the presence of the (ua) 18 error, thus not confirming the reported complaint. In addition, further review of the archive showed the presence of the (ua) 07 (discrepancy between load 1 and load 2 too large) error message around the reported event date, unrelated to the reported complaint. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 2 indicates that the autopulse® has detected a change in lifeband tension. This advisory can happen when the manikin/patient or lifeband is out of position due to size of patient or if the lifeband is opened during active operation. The recommended actions for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that the manikin/patient and the lifeband are properly aligned, and press restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient is out of position, or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, press restart to clear the ua. The autopulse platform passed initial functional testing. However, the autopulse platform failed the brake gap inspection, unrelated to the reported complaint. The drivetrain motor brake assembly air gap was wide and was out of specification, likely attributed to the device's aging. The autopulse platform was manufactured in january 2010, and it is over 12 years old, well beyond its expected service life of 5 years. The brake gap needs to be adjusted to the manufacturing specifications to remedy the issue. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Waiting for customer approval for repair.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 02 (compression tracking error) and user advisory (ua) 18 (max take-up revolution exceeded) error messages. Per the reporter, the platform may have been dropped on the floor. No patient involvement.